Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red, irritated, raise skin irritation around the ends of the patch along with the center. The area is not bleeding or blistered. Patient is noted to have a history of skin irritation. There was no alleged device malfunction. The patient's nurse reapplied the patch with the use of a different skin preparation wipe. During a follow-up, it was reported that the irritation improved.